Event description:
On 03/22/06 a facility reported a pump with a failure code 570:320:831. The condition occurred after use. There was no pt injury or medical intervention necessary according to the hosp rep. No additional contact info is available.